Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) year-old male patient, initials (B)(6), who experienced knee pain and lack of effect after starting synvisc-one. The patient's medical history is significant for osteoarthritis. In (B)(6) 2011, the patient received an injection of synvisc-one into each knee. The patient reported that those injections did not help his knee pain and that, in the past several days, both of his knees have been in excruciating pain. The patient was taken to an emergency room in an ambulance for that knee pain (date not provided). The patient was given fentanyl in the ambulance and an IV of dilaudid in the emergency room. The patient reported that he also takes a medicine at night, but did not know the name. The product lot number was not provided. At the time of this report the outcome of the patient was unknown. Additional information was received on 21-sep-2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.